Manufacturer narrative:
The information provided with the initial report was incorrect. However, we have received new information which has been updated on this report to reflect the correct information. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Pump not delivering on its own noted during testing. No delivery anomalies noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and scratched around casing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing.  After testing it was concluded that the device operated within specifications.  The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump was not delivering on its own noted during testing. No delivery anomalies noted. The insulin pump was received with minor scratched lcd window,  cracked reservoir tube lip and scratched around casing.

Event description:
It was reported the customer received emergency medical assistance due to low blood glucose (B)(6) 2017,with blood glucose of 23mg/dl at the time of the incident when the bolus history was reviewed, it was found that the customer had given large manual bolus deliveries during the incident dates the customer wearing the insulin pump during the incident. Troubleshooting was not completed the insulin pump will be returned for analysis